Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.

Manufacturer narrative:
(B)(4). There was no sample returned to the manufacturing site for investigation. However, the customer did provided photos. The manufacturing site reports "a full investigation on the reported failure could not be conducted to identify the actual root cause of the reported phenomenon. Therefore, this complaint is not confirmed. A device history record review was performed, and no relevant findings were identified." Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.

Manufacturer narrative:
(B)(4).